Manufacturer narrative:
One device was returned for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed. No leaks or alarms were observed. No damages on the luer threads were observed. The complaint of disconnection cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the tubing disconnects from the connection at the patient-tubing connection and with different pump. It was stated that the set was having the same issue about three times since july, and the problem seems to occur only in oncology. Per reporter the defective tubing was changed, and it was replaced less than 24 hours later because it was again defective. The reported issue occurred during use on the patient. No serious clinical consequences except for less well-balanced pain.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.